Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. It was visually inspected, pressure tested, and immersed in a water bath to test for leaks. Results: visual inspection revealed that there was not enough glue present in the proximal connector. Pressure test result showed that the breathing circuit was out of specification due to leakage coming from the patient end connector. This was confirmed when the breathing circuit was immersed in a water bath. A lot check revealed no other complaints of this nature for lot number 120808. Conclusion: the observed leak was caused by insufficient glue being injected into the evaqua limb connector during the assembly process, and this was not picked up during the pressure test. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test. This was observed prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.